Event description:
It was reported that the operator felt an electric shock in their hand when the homechoice device was turned on or off using the switch on the back. This was described as a ¿felt a pull¿. This occurred during an unspecified step of automated peritoneal dialysis therapy. The patient was not connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.